Manufacturer narrative:
Correction to section evaluation code conclusion. Additional codes added to section h6 evaluation code result. Device evaluation summary: the battery was returned for failure investigation. There was no visible distortion or damage observed that may have affected the function of the battery. The battery level indicator showed no bars illuminated when the battery indicator button was pressed. Firmware of the battery was tested and verified to be correct. The fault was likely due to a cell imbalance with a blown fuse. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The service engineer (se) inspected the device, found error codes and confirmed the reported issue. The se replaced the battery. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during a patient transfer, a 980 ventilator "went off, shut down and had no ventilation." The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator with no harm or injury.